Event description:
The customer reported that the device "rate cal failed." There was no additional information provided and no patient involvement.

Manufacturer narrative:
Sample inspection: external and internal inspection were performed on the customer¿s returned pump module. During external inspection, the pump module s/n: (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch/sear are installed properly and did not interfere with the door operation. The datum post were observed deformed. During internal inspection, there were no anomalies observed. All parts inspected are manufactured by bd. Log analysis results: the pump module error logs shows no error or malfunctions related to rate calibration. The pump module event logs shows no errors or malfunctions related to rate calibration. (B)(4). Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 12/21/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report of rate calibration fail is due to the deformed datum post on the bezel. The customer reported complaint of rate calibration fail for the returned pump module was confirmed. Deformation in the datum post could result in out of specification rate accuracy error. Rate accuracy fails (negative error) ¿ underinfusion. The deformation leads to a reduced gap between the mechanism fingers and the platen resulting in a reduced flow. The platen must be seated firmly against the datum post during operation as a stable reference to press the disposable against. The pump module error and event logs shows no errors or malfunctions related to rate calibration the device was being used for treatment.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device "rate cal failed." There was no additional information provided and no patient involvement.